Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the battery gauge dropped from 30% to 5% on the day of the report. Customer reported blood glucose level was 141 (mg/dl). Reportedly the customer has a backup pump as alternate insulin therapy.